Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: right side rupture.

Event description:
Healthcare provider reported right side rupture, ultrasound confirmed. Device was explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: broken shell and underweight. A visual and microscopic analysis was performed which identified: sharp broken on posterior, striated broken on posterior and anterior, striated opening on posterior and missing shell (0-25%). A dimension measurement in the shell was performed which identify the thickness within specification. Base on the device analysis the final assessment is: sharp broken on posterior assessed as an unidentified (tear) opening. A striated opening assessed as surgical damage. Striated pattern of broken assessed as surgical damage. Missing shell assessed as inconclusive.

Event description:
Healthcare provider reported right side rupture, ultrasound confirmed. Device was explanted.